Event description:
It was reported that cadd legacy pump alarmed double beep with cassette, during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with all intact. There was evidence of the error in the event history log. The reported problem was not duplicated. Fluid ingression was found on the downstream sensor which cause the double beep - cassette attached. Fluid ingression was noted to be the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of reported problem was unknown. Product is beyond 3 years from manufacture date of 2019-06 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 6400.